Event description:
Event description guidant received information that upon interrogation this implantable cardioverter defibrillator (ICD) exhibited a warning screen indicating reversion to safety mode. An attempt to restore the device using software was unsuccessful, as re-interrogation yielded a pulse generator fault code. Further interrogation or programming was unavailable.